Event description:
The patient reported that they were not able to get any green lights on the telemetry portion on the monitor, during a manual transmission. The patient will be returning the monitor. Follow-up with the clinic yielded no additional information about the implantable pulse generator (ipg) device. The device remains in use. No patient complications have been reported as a result of this event.